Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 08/01/2019 as no event date was reported. Block e1 (initial reporter city): (B)(6). Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: the analysis of the returned device revealed that one endovive securi-t percutaneous replacement gastrostomy tube was returned for analysis. The molded internal bolster was detached from the tube and it was not returned with the device. The complaint was consistent with the reported incident that the internal bolster was detached.it is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors, also a lot of force applied to distend the gastrostomy tube during placement could have contributed with the event. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2019. According to the complainant, it was reported the internal bolster detached and a balloon catheter was placed as a temporary replacement. The date this happened is unknown. Reportedly, it was confirmed via the endoscope that there was no bolster in the pylorus. On (B)(6) 2019, a new endovive securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) placement procedure on on (B)(6) 2019. According to the complainant, the procedure was successfully completed on (B)(6) 2019; however, the internal bolster got detached. Reportedly, it was confirmed via the endoscope that there was no bolster in the pylorus. On that same day, a balloon catheter was placed as a temporary replacement to the detached bolster. On (B)(6) 2019, a new endovive securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.